Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6)2024 and forwarded to millyard advanced medical products, llc on (B)(6)2024. The patient's wife reported that the patient's pumps depleted too soon. Troubleshooting was unsuccessful. It was advised that the patient should go to the hospital if unable to infuse. It is unknown if the patient went to the hospital. No adverse side effects were reported. Replacement pumps were sent. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.